Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted,orange indicator did_not show. The analysis results of the (B)(4) found that it was received with one j shaped clip into the jaws and with one clip partially form. In an attempt to replicate the event reported, the device was tested for functionality. It fed seven conforming clips, the tip of the advancer slid toward tissue stop during two non-consecutive firing sequences and two double fed incidents occurred. During each firing sequences the jaws remained in the closed position; the trigger was manually assisted in order to open the jaws. It should be noted that a corrective action has been initiated to address the root cause of the advancer bypass issues. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembly, no anomalies were noted with the internal components finally, the device locked out as intended but the orange indicator was not visible. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. There is no additional information at this time.